Event description:
My complaint has to do with the medtronic 530g system with enlite. Enlite does not work properly! After 12 weeks on the system, I finally gave up trying. The cgm (enlite) kept alarming that my blood sugar was low when it was not. It kept waking my husband throughout the night with the alarms. My blood glucose readings were normal to high (one night I was at 179 and the cgm alarmed that I was low!), and when high, if I took the bolus I needed to get back to normal the system continued to alarm the entire night. It never realigned itself as advertised. At medtronic's recommendations I met with an area rep, tried several different sites for my cgm and several different ways of attaching it to my body. Nothing worked! So, I finally gave up wearing the enlite. Thus, I spent money on a system that was definitely not worth it! My doctor also told me that she had been invited to try the enlite at a conference and when she did, it alarmed that her blood glucose was low when she is not even a diabetic. How this system was put on the market, I'm not sure. It definitely does not do what it is supposed to do.